Manufacturer narrative:
Additional information received reported that the stent could not pass through the lesion and stent deformation was occurred. There was a detachment noted on the returned device, but it was confirmed that no detachment of the device occurred during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 7th,13th, 14th,19th, 20th, 21st, and 22nd distal stent wraps with struts raised and stretched. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. The device returned with a detachment on the hypotube 9.5cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 1cm, 2cm and 3.5cm proximal to the detachment site. Kinks were evident on the hypotube from 57cm to 132cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a non-tortuous and severely calcified lesion, located in the proximal left anterior descending artery, exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent could not pass through the lesion and therefore the stent delivery system was removed and a stent deformation was noted. The procedure was completed using an unknown stent. It was reported that the physician believes the event was due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury.